Manufacturer narrative:
Concomitant medical products: 6061609 02-010-06-0220 - logic cc femoral size 2, left, 6366036 02-012-61-4000 - logic offset stem ext coupler 4mm, 6366053 02-012-61-4000 - logic offset stem ext coupler 4mm, 6135451 02-012-64-1280 - tru fluted stm ext 12mm x 80mm blast, 6326926 02-012-64-1280 - tru fluted stm ext 12mm x 80mm blast, 6275482 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t, 6580336 201-78-15 - holding pin mini sharp point 4 pk, 6580449 204-70-00 - tibial stem ext. Screw, 6174947 208-05-02 - cc distal fem augment sz 2, 5mm, 6536532 208-05-02 - cc distal fem augment sz 2, 5mm.

Event description:
It was reported via clinical study, that the 54 yo female patient was experiencing synovitis and fixed flexion deformity causing constant pain and swelling. Bone scan shows increased uptake around tibiofemoral and patellar components on the left. The date of adverse event onset is unk-unk-2021. Revision was recommended and scheduled for (B)(6) 2021 but was deferred because hemoglobin a1c was >11 which is now better controlled. Therefore, the patient was rescheduled and revised on (B)(6) 2023. The patient¿s outcome was last known as continuing.